Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the lower common bile duct performed on (B)(6) 2021. During the procedure, the guidewire was withdrawn for stent deployment. When the guide catheter was pushed, the physician had difficulty in pulling it out from the stent. The guide catheter was pulled with force; however, it was deformed and broken which resulted in the exposure of the steel wire and the stent deviation. It was reported that the broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned advanix biliary delivery system was analyzed, and a visual evaluation noted that the push catheter was torn close to the proximal section and presented kinks. The guide catheter doesn't present visual issues. The pull wire presented a several kinks and has one part out of the push catheter. The suture was attached. No other problems with the device were noted. The reported event was not confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the push catheter was torn and kinked, the pull wire was kinked as well and presenting one part out of the push catheter, guide catheter didn't show issues, microscope inspection showed the suture holes without problems and the suture returned attached to the push catheter. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the lower common bile duct performed on april 26, 2021. During the procedure, the guidewire was withdrawn for stent deployment. When the guide catheter was pushed, the physician had difficuly in pulling it out from the stent. The guide catheter was pulled with force; however, it was deformed and broken which resulted in the exposure of the steel wire and the stent deviation. It was reported that the broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.